Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "gas system not warming" error message on the electronic pt gas system. The light emitting diode (led) was red on the front of the gas system. The epgs would not calibrate. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but no yet concluded. The software data logs were received by the manufacturer on 08/28/2014. The field service rep (fsr) replaced the epgs and the system operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further eval.